Event description:
It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. The patient received another inappropriate shock. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. The patient received another inappropriate shock. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding the patient receiving another inappropriate shock after the reprogramming. The device oversensed noise. Technical services recommended an x-ray. The system remains implanted. There were no adverse patient effects. It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. There were no additional adverse patient effects. The system remains implanted.